Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument would not open, and the irk (instrument release kit) had to be used. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps was analyzed, and the complaint was not confirmed by failure analysis. In-house testing showed the instrument passed recognition, engagement, motion, grip function, energy delivery, and electrical continuity tests. Failure analysis identified unreported thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.